Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injection and insulin pen. The customer alleged insulin pump was under delivering because blood glucose was rising. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.